Manufacturer narrative:
A supplemental MDR is being submitted due to clinical imaging review findings, sections g6, h2, b5, h6: device code, additional type of investigation code, and h11 updated/corrected. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. With the limited information provided, the cause of the calcification is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), approximately 6 years, 5 months post transfemoral tav in sav procedure with a 23mm sapien 3 valve in the aortic position, the patient has been admitted to the hospital with heart failure, hopoxia and aortic stenosis with a mean gradient of 56 and ava 0.5mm. This patient 3mensio has been sent to proctor1 for review. Upon follow up, the fcs advised the planned action is to perform a valve-in-valve-in-valve procedure. The patient has a relevant medical history of symptomatic heart failure. The most recent follow-up echo report and progress notes were requested. The patient has leaflet stenosis. The patient's final outcome is stable, with plans to undergo a tavr valve-in-valve-in-valve procedure at an unknown date. The fcs obtained information that the patient passed away. No additional information has been obtained. Upon image review by clinical imaging, the report at the end of the study that shows the mean gradient (66mmhg). The echo image of the aortic valve shows thickening and reduced mobility of the leaflets as well as a CT image showing calcific leaflets. The fcs sent an update to confirm the patient did pass away. The patient's son went to their house and found them. No cause or date of death has been provided.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. With the limited information provided, the cause of the degeneration is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), approximately 6 years, 5 months post transfemoral tav in sav procedure with a 23mm sapien 3 valve in the aortic position, the patient has been admitted to the hospital with heart failure, hopoxia and aortic stenosis with a mean gradient of 56 and ava 0.5mm. This patient 3mensio has been sent to proctor1 for review. Upon follow up, the fcs advised the planned action is to perform a valve-in-valve-in-valve procedure. The patient has a relevant medical history of symptomatic heart failure. The patient has leaflet stenosis. The patient's final outcome is stable, with plans to undergo a tavr valve-in-valve-in-valve procedure at an unknown date.